Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 15/dec/2018 as follows: patient received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis. Patient is alleging device is unable to be retrieved, weakness resulting in falls and trips to the emergency room. Retrieval was attempted on (B)(6) 2011. The patient involved was reported to be deceased on (B)(6) 2014 but it has not been indicated that the ivc filter attributed to this outcome.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, unable to retrieve, weakness resulting in falls and ER visits (death)'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported weakness resulting in falls and ER visits is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Additional information regarding patient allegations has been received: patient's filter could not be retrieved. The surgeon was unable to engage the apex of the filter with the cook retrieval snare. "Pigtail catheter was removed, and a retrieval sheath placed over the wire just above the filter. A cook retrieval type snare was used. The surgeon could not engage the apex of the filter with the snare. A 5-french pigtail catheter was placed around the base of the filter and a deflector wire was used to try to mobilize the apex of the filter. Despite the maneuver, the surgeon could not retrieve the filter". The patient required anticoagulation medication from 2011-2014 because of the irretrievable filter. Additional allegations include pulmonary embolism and death. A CT scan of the chest was done due to suspicion for chronic pulmonary emboli. Massive pulmonary emboli were found. Dvt was notated prior to ivc filter placement. Death certificate list cardiac arrest, pulmonary embolism, deep vein thrombosis, and hypertension as cause of death. Involving all lobes of both lungs. Per the death certificate: immediate cause - cardiac arrest due to pulmonary embolism, due to deep vein thrombosis. Other significant conditions contributing to death but not resulting in the underlying cause: hypertension.

Manufacturer narrative:
Corrected information: d4 (model #) additional information: b1, b2, b5, b6, h1, h6 (annexes e, f, g, a). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: death, pulmonary embolism (pe), deep vein thrombosis (dvt), anticoagulation required. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported death and anticoagulation required are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.